Event description:
A pt reported experiencing inaccurate high (per ccr notes), actually, erratic results with a otbe meter. The pt's blood glucose results were 282, 174mg/dl. Tests were done within 10 mins with a difference of 42%. Pt did not experience any adverse events. No further info has been reported.